Event description:
It was reported that a spectrum pump alarmed air in line upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed air in line alarms. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was unable to be determined. The device was determined to within specification in relation to the reported problem and no correction required. Should additional relevant information become available, a supplemental report will be submitted.